Event description:
Event description cpi received information indicating this implantable cardioverter defibrillator (ICD) was found to have a depleted battery when initial interrogation was done while it was still in the box.